Event description:
A (B)(6) female pt contacted zoll customer support to report a service code 102 - charge profile fault. The pt was contacted and issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 102 - charge profile fault) was confirmed. Upon investigation, the monitor failed incoming testing. The cause for the test failures was isolated to a broken negative lead on high-voltage capacitor c21 on the defibrillator board, which caused arcing that led to a open resistor, r45, on the c/a board. The root cause for the broken lead on c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the broken lead on c21. The pt received a replacement monitor.